Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were sick and was hospitalized for 3 days. No further complications were reported/anticipated.